Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 1215 cart & utensil washer/disinfector and found the screws were loose that secure the panel to the unit. To resolve the issue, the technician re-installed the top panel and confirmed the screws were properly tightened. The technician tested the function and operation of the amsco 1215 cart & utensil washer/disinfector, confirmed it to be operating to specifications, and returned it to service. The device history record was reviewed and confirmed the unit was manufactured to specification; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported that while an employee was loading their amsco 1215 cart & utensil washer/disinfector, the top panel fell and contacted the employee's head. The employee sought medical treatment and received a CT scan which confirmed no further injuries or medical treatment required. The employee returned to work.